Event description:
The pt reported, the up/down buttons are not functional and there are black marks on the display. The infusion device has not been dropped or been exposed to water. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.